Manufacturer narrative:
C-1782 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. No ae reported. The appropriate device details were provided to corin and the relevant device manufacturing records were identified and reviewed, it was found that the parts associated with these records conformed to material and dimensional specification when manufactured. The reported failure is a known issue with these instruments and based on this, corin has now initiated a project to reserach implementing a new thread design for this instrument. Corin now considers this case closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was reported that the thread on a trinity std introducer/impactor handle has broken.